Event description:
It was reported that the patient received inappropriate hv therapy for oversensing. X-ray confirmed lead dislodgement. The issue was clinically resolved by repositioning the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.